Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
An impella cp device was inserted into the right femoral artery in a 41-year-old male patient presenting in cardiomyopathy, scai stage e shock, and on an intra-aortic balloon pump (iabp), prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a loss of pulses to the right lower extremity (rle). The patient was on ecpella, the impella cp was in the right common femoral artery (rcfa), and a venous extracorporeal membrane oxygenation (ECMO) cannula was in the right common femoral vein (rcfv). The physician removed the impella cp and the distal pulses were present. The post-procedure outcome is unknown. The device functioned at p-3 at 2.0l/min with no issues. The reported event involves access site limb ischemia with device removal. These findings are consistent with the clinical condition of a critically ill patient with multiple devices in the same site, and the known risk of ischemic complications in patients on vasoactive support. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.